Event description:
Approx 2 weeks after implant, the leads moved. The pt experienced headaches, loss of /never having therapeutic effect and stimulation sensation in the wrong location. The pt stopped using the device. The pt had been evaluated by an hcp who told him the device would need to be explanted because of a preexisting cyst in his spinal column. The pt's spinal cord stimulation-managing hcp had relocated. On/off options were reviewed with the pt; the pt was provided with physicians listings. The pt was at home at the time of the complaint and his status was reported as 'undetermined'. The hcp later reported that the pt experienced loss of therapeutic effect associated with the event. The pt had stinging and burning in his arms, a pre-existing pain for the pt. The event was attributed to the lead (troubleshooting not reported). The hcp reported the pt outcome as 'no injury'.